Event description:
Inbound. Patient said that 2 of her tubing has been leaking at the filter. From lot 57x503. No further details provided. Diagnosis or reason for use: pph. Is the product compounded: no. Is the product over-the-counter: no.